Manufacturer narrative:
(B)(4). A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the cxd no longer spiked the bag correctly. The sample was not returned to the product analysis lab for evaluation. The serial number of the device was unknown so a service history review or device history review could not be performed. The labeling review was performed for the compact exchange device ii; regarding use of the cxd and rinsing/cleaning the device was found to be sufficient. The assignable cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the cxd no longer spiked the bag correctly. The baxter technical service representative (tsr) initiated a swap. The tsr explained the swap to the customer. The cxdii was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The swap questions are not applicable because the cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.